Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. Even though root cause cannot be confirmed surgical technique may have contributed to alleged event.

Event description:
During literature review it was identified 18 patients who have undergone a lateral procedure experienced incidental anterior longitudinal ligament rupture. No other information provided.